Manufacturer narrative:
Occupation: administrator/ supervisor, assistant nurse manager. The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message and would not display the blood pressures. The console was pumping and in ECG trigger. The patient was reported to be stable and the insertion was noted to be femoral. The customer was walked through the steps to switch from fiber optic to the central lumen and transducer. This was already connected so they removed the fiber optic connector. A waveform was present, zeroed, and blood pressure was displayed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a.